Event description:
It was reported that an external pulse generator (epg) did not continue to pace for 15 seconds during a battery change. The patient had asystole. The status of the epg is unknown. No further information was obtained through follow up and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).